Event description:
It was reported the observation of the lead was ¿j-hook laterally¿ and it retracted through bony structure. It was stated no action was taken and this was an ongoing event. It was stated the lead migrated.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported the patient's lead was replaced on (B)(6) 2015, and the patient resolved without sequelae. The event did not result in a medically undesirable situation for the subject. The lead migration was noted during an x-ray done at the patient's 12 month follow up visit on (B)(6) 2012. No cause was reported regarding this event. Follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the cause of the lead migration was not determined.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v569217, implanted: (B)(6) 2011, product type lead. (B)(4).